Manufacturer narrative:
It is unknown if initial reporter sent report to FDA. Reference medwatch report with patient identifier of (B) (6) for MDR on patient #2 additionally reported but not adversely affected.

Event description:
It was reported customer initially received an elevated troponin I result of 1.10 ng/ml on a sample collected from a patient in the emergency department. The patient was admitted based on the elevated troponin I result and additional symptoms including a rapid heart rate. The patient was also started on a heparin drip and connected to a cardiac monitor. An aliquot of the original sample was sent to another lab and tested on a different analyzer (bayer centaur), which resulted at < 0.04 ng/ml. The original sample was repeated on the initial analyzer (cardiac 200) giving 1.34 ng/ml. Customer indicated before additional treatment was administered the negative troponin I result from the bayer centaur was reported to the physician. The patient's heparin drip was stopped and the patient was released. No other cardiac markers were tested and the patient was discharged before a second draw could be performed. Troponin I reagent/strip lot number - m00573 the event was reported as an anomalous result which the customer felt was patient specific. Investigation of the event determined the system is working according to specifications. The event was not interpreted as a failure of the system.